Event description:
The customer reported that the system's left live monitor would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor control board needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.